Event description:
Reported from user facility that an employee experienced hives on the face, mouth and neck after exposure to cidex opa solution. The hives were gone 4 days after appearance. It was mentioned that there was fine dust in the dept from renovation work, which the employee felt may have been the problem.